Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 5.5 mmol/l while their blood glucose reading was 17 mmol/l. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose. The product will not be returned for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.